Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (at a dose of 1 gram and 0.5 gram per bag, intraperitoneal, discontinued after 19 days) and vancomycin (at a dose of 2 gram, every 3 days at nightly exchange, intraperitoneal, discontinued after 19 days) for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.